Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion sets have been falling off. He believes that it¿s because he has been sweating because it is hot. The customer said that he does not seat heavily. His blood glucose was 598 mg/dl and he said that he treated with the pump. He said that he has gone through 7 sets and reservoirs as he changed everything each time. The insulin pump and the infusion set will not be returning for analysis.